Event description:
It was reported that a cartridge alarm occurred during insulin delivery and the load sequence. Customer loaded the same cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.